Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after a procedure, the patient received an inappropriate shock as they were being moved from the table. Fluoroscopy showed the right ventricular (rv) lead had dislodged and pulled back into the atrium. The lead sensed atrial flutter and an inappropriate shock was delivered due to mistaken ventricular tachycardia (vt). The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.